Event description:
It was reported that the patient expired due to cancer. The cause of death was not device-related. The medications being delivered via the device system were bupivacaine and morphine.

Manufacturer narrative:
Final device analysis of the pump revealed no anomaly found - normal device function. There was one motor stall event recorded on the printout, the event status screen and the system event screen. This was probably due to electromagnetic interference. Final device analysis of the proximal catheter piece 18.3 cm & the 8575 pump connector, revealed a hole in the catheter caused by the pump connector pin. The catheter had a hole located just distal to the pump connector metal pin. Disassembly probably stretched the catheter; the hole was made by the metal pin. Results: catheter.